Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va09evk, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va09evk, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had an episode last week where they started shaking real bad, but it "wasn't too awfully bad." The patient's head and hands were shaking and then all of a sudden the patient had pressure pain in the right side of their head and then it quit. The patient followed up with their healthcare professional (hcp) regarding the issue. The hcp had never head of the issue before. When the patient was seen in the clinic, therapy and electrode impedances were checked and they were within normal limits. The cause of the event did was not determined and the patient did not have a 50 percent or greater symptom reduction. The patient was well pleased with the device because they were no longer shaking, they could feed themselves, and they no longer had blurred vision. The patient had recovered without permanent impairment.